Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the Insertable Cardiac Monitor (ICM) exhibited premature battery depletion. The ICM was explanted on (b)(6)2026. The patient's condition following the procedure is unknown.